Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional, via a manufacturer representative (rep), regarding a patient with an implantable neurostimulator (ins) for failed back surgery syndrome and spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer, via a manufacturer representative (rep), regarding a patient with an implantable neurostimulator (ins) for failed back surgery syndrome and spinal pain. It was reported that there were high impedances and the patient said there was a change in stimulation and ¿spotty¿ stimulation. The patient has had several falls. The rep ran an impedance check and tried to program using electrodes that have impedances that are within normal limits. The rep said the patient and the healthcare professional discussed a lead revision. It was noted that the issue was not resolved at the time of the report but surgical intervention was planned. No further complications were reported/anticipated.